Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the cannula of the infusion set was bent resulting in an insulin leak and elevated blood glucose levels.